Event description:
Additional information received noted that the cause of the event was patient turned device off accidentally. Reprogramming was performed on 2013 (B)(6). The patient had accidentally turned interstim off. It was turned back on and the patient felt stimulation. Hospitalization was not required and there was no injury.

Event description:
It was reported that a patient had a loss of therapeutic effect and a return of symptoms following a "little fall"she had the previous week. It was stated that the patient was "doing well" and the device was "controlling her symptoms" before the fall. The patient switched to program 4 at 6.3 v. The patient was feeling stimulation "strongly but comfortably". The patient had a doctor appointment that week and planned to inform her doctor about the event. No further information was reported. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28 lot# va052e7, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).